Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rt. Knee replacement (triathlon) on (B)(6) 2019 was a success with good range of motion. I twisted the knee on both (B)(6) 2019 and this strained muscles but x-rays showed joint still glued in. Strained muscles appeared to heal properly. On (B)(6) 2020, I mounted an exercise bike not noting that the seat was all the way down; I pushed very hard on the left pedal and my new knee came up fast and very high. There was a very loud crunch that seemed to come from just behind the knee on the outside of the leg. Immediate pain was 10+. An x-ray shows the knee still glued in but I still have bad pain associated with the movement of the knee in other than a straight hinged motion. MRI of quads shows no tears visible.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event of pain was confirmed via clinician review but no device failure mode was reported or confirmed. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a patient with a painful total knee replacement. The pain began shortly after surgery when the patient injured the knee on an exercise machine. It improved but he subsequently reinjured the knee and it has not recovered. No specific diagnosis was given to him for his symptoms. I can only confirm that the patient is complaining of pain in his total knee replacement. I have no imaging studies or laboratory testing to review. Regarding the possible root cause of this event, pain following trauma to a total knee replacement is multifactorial including possible instability, impingement, loosening, arthrofibrosis, reflex sympathetic dystrophy, as well as infection. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that during cycling with an exercise bike, the patient's right knee came up fast and very high with a loud crunch sound and severe pain. It was further reported that screening with x-ray and MRI did not notice any issue. Clinician review indicated that regarding the possible root cause of this event, pain following trauma to a total knee replacement is multifactorial including possible instability, impingement, loosening, arthrofibrosis, reflex sympathetic dystrophy, as well as infection. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rt. Knee replacement (triathlon) on (B)(6) 2019 was a success with good range of motion. I twisted the knee on both (B)(6) 2019 and this strained muscles but x-rays showed joint still glued in. Strained muscles appeared to heal properly. On (B)(6) 2020, I mounted an exercise bike not noting that the seat was all the way down; I pushed very hard on the left pedal and my new knee came up fast and very high. There was a very loud crunch that seemed to come from just behind the knee on the outside of the leg. Immediate pain was 10+. An x-ray shows the knee still glued in but I still have bad pain associated with the movement of the knee in other than a straight hinged motion. MRI of quads shows no tears visible.